Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical trial. It was reported a pseudoaneurysm of the right groin occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A watchman¿access system was used to implant a 30mm watchman laa closure device & delivery system. The device was placed distal to and spanned the entire laa ostium with a complete seal noted. Two days post procedure, a pseudoaneurysm of the right groin occurred. An electrocardiogram and lab tests were performed. Medication was given or the patient's regimen was adjusted. The pseudoaneurysm was considered resolved four days post procedure and the patient was discharged.